Event description:
The digital stryker prophecy team received a CT scan indicating that the patient underwent a device explant surgery due to implant loosening and possible infection. The patient received a cement spacer.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Manufacturer narrative:
The reported event could be confirmed since images of CT scans were provided and shows a girdlestone situation. Upon further investigation of the CT scans by healthcare professionals the following was observed: the provided CT scan is showing the described girdlestone situation with the cement spacer at the former upper ankle joint. The date of implantation was the (B)(6) 2024, however the date of explantation is unknown. If the time span between the implantation and an infection is unknown. If the time span between the implantation and an infection is more than 6 months, it would be defined as a late infection. While early infections are often device or procedure related, this is less likely for infections occurring more than six months after the index operation. Therefore, a statement regarding the cause of the infection is rather vague and speculative as this information is missing. Failure of total ankle replacement tar over time is a known complication. In case of a planned revision procedure a medical opinion aiming to determine the root cause of the failure is part of the internal investigation process. Sufficient radiological and clinical information must be provided to enable a meaningful clinical assessment and to identify possible causes of failure. In cases where a CT scan is the only available clinical source, the assessment is limited. No conclusive statement can be provided, because key clinical information e.g. Clinical status, exact symptoms and range of motion of the patient, assessment of the treating physician is missing. The root causes of radiographic findings such as radiolucent areas and bone cysts are often complex and multifactorial and cannot be determined scientifically without this decisive evidence. Due to these limitations, we are unable in such cases to provide statements about the patient, the procedure and or the device in relation to cause of the failure. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing or design related problems were unable to be identified as the catalog number and lot number were not communicated. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient underwent a device explant surgery due to implant loosening and possible infection. The patient received a cement spacer.